Manufacturer narrative:
Unit received with detached retainer ring. Unit received with faded serial number label. Unit received with cracked keypad overlay at select button. Unit received with minor scratched lcd window, case and keypad overlay. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that insulin pump was cracked at reservoir compartment. Customer's blood glucose was 91 mg/dl. Insulin pump was not dropped or bumped. Insulin pump would need to be replaced.